Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 08/04/2020. The customer reported that I-stat rechargeable power pack with a born-on date of (B)(6)2016 was hot to touch when removed from analyzer s/n (B)(6). There is insufficient evidence to determine the cause of the complaint as the rechargeable power pack has not been returned to flex. A rocketware search spanning one year revealed no similar incidents and no evidence of a trend. No deficiency has been identified.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2020, abbott point of care (apoc) was contacted by a customer who reported that a rechargeable battery (B)(4) became hot to touch when it was removed from the analyzer. The customer also stated that the rechargeable battery pack functions as expected in another analyzer and does not get hot when charged independently in the downloader recharger. There was no additional information at the time of this report. The analyzer was replaced at no charge and returning for investigation. Apoc has determined that a component failure within the analyzer circuitry, may lead to the batteries becoming uncomfortably hot to touch in the area of the battery compartment when using a green non-fused battery carrier. However, the customer states that rechargeable batteries were being used at the time of the event. Therefore, the analyzer is unlikely to become hot to touch. The product was replaced and returned for investigation. Based on the information available, there were no patient or user related injuries associated with this complaint.